Manufacturer narrative:
Although performance testing with blood did not confirm the reported issue, the investigation has determined that the retain test strips were biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have low accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4: this supplemental is being sent to include information omitted from previous submissions. The following information should have been included in the narrative of follow-up #3: ¿a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.¿

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On july 7 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The patient also reported a secondary issue of control solution test results falling below the stated range. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 10:00pm she obtained a result of ¿600mg/dl¿ and that the control solution results were below the expected range. The patient manages her diabetes with fixed doses of insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that at 10:15pm on (B)(6) 2015, after the alleged issue occurred, she developed symptoms of feeling ¿confused, sweaty and blurry vision¿ and that and that at midnight she was admitted to an emergency room (ER) where she received treatment with IV fluids and had her blood glucose tested on an ER meter which gave a result of ¿253mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure. It was also discovered that the patient had been using the incorrect control solution. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury and subsequently received treatment from a healthcare professional (hcp) after the alleged meter issues occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.